Manufacturer narrative:
Reference (B)(4). The visual inspection of the device confirmed that the central post fractured off the tasp. All the pieces were returned for investigation. There were cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot was manufactured in march of 2014, and has therefore has been in the field for two and half years. It is unknown how many times the device has been used. The device history records for the item were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The complaint was confirmed as the device was returned fractured. The device is considered conforming due to its extended field life and unremarkable manufacturing records. This device is used for treatment. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause is considered to be associated with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a tibial articular surface provisional was found fractured during inspection of the trays.